Manufacturer narrative:
A company service rep checked the system and found it met performance specifications. There were no problems found, and there were no events listed in the log. The root cause of the performance problem reported can't be determined from this investigation.

Event description:
The surgeon reported no suction and no phaco. There was no patient injury, but cases were cancelled. Additional information has been requested.